Event description:
It was reported that the right atrial lead had far field r-wave oversensing. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The distal conductor appeared distorted, and there was an issue with the tip electrode (non-electrical). There was a deformation/fracture in the proximal section of the inner coil, as well as extension problems and apparent explant damage.